Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer contacted the customer care solution center and alleged that the display on the complaint device was not functioning and requested support. The complaint device was not in clinical use at the time that the issue was discovered.